Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the biomedical engineer after approximately one year of device support, the inflow valve conduit appeared to have disintegrated and came apart. A decision was made to explant the lvad.

Manufacturer narrative:
The patient remains ongoing without a device implanted and is currently being managed medically. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.